Manufacturer narrative:
This event has been previously reported by the manufacturer under MDR 3002808486-2019-01612.

Event description:
It is alleged that patient received a cook celect filter on (B)(6) 2010. It is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not provided.